Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed: the unit shut off after five minutes of being disconnected from the power outlet, premature discharge of battery.

Event description:
Per biomed: the unit shut off after five minutes of being disconnected from the power outlet, premature discharge of battery.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was confirmed. The scanner shuts off after five minutes of being unplugged from power cord. The root cause of the reported issue is an internal failure on the battery. No other functionality issues with the equipment were found during evaluation/servicing. The device was serviced, tested and returned to customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4)showed no other similar product complaint(s) from this serial number.